Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age & gender unk) the device inappropriately shut down. The user changed the battery in the device and the device then shut down. The user then attempted to turn the device on via ac power and the device failed to power on. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the device was tested at the customer's biomed engineering dept and the reported malfunction was unable to be duplicated.